Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter product ID 8 731sc, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. The patient stated that when implanted with the pump she had to be flat in bed for three weeks due to spinal headache, but was doing well at the time of the report. The patient was titrated up 15% every 2 to 3 weeks and was coming off of oral medication so she was not quite where she wanted to be with the therapy yet. The device system was used to deliver hydromorphone. The patient¿s healthcare provider (hcp) later reported that the event was due to catheter placement. Patient symptoms included headache. Patient outcome was reported as non-serious injury/illness.